Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient selection (use in moderately calcified common femoral artery) the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was partially deployed with the thumb advancer proximal of step # 3. The exchange sheath slitting was stopped 1.5 cm proximal of the distal tip. The flex-guide had been carved by the support tube at same point. The vessel locator wings were misaligned due the control wire being bent during the shaft carving. After the wire was straightened the vessel locator wings returned to the correct opened positions. The plunger was still engaged with the # 2 visible in the window. Based on these findings, the report of the clip failing to deploy cannot be confirmed because the device deployment was not completed. The deployment of the device was not completed through step # 3 and therefore step # 4 (clip deployment) was had not been completed. The most probable root cause for this type of damage is due to the flex-guide, tube set and tissue tract not being correctly aligned during thumb advancement as specified in the instructions for use (IFU). This misalignment caused the support tube to strike the flex-to strike and carving into the flex-guide during thumb advancement. Subsequently the completion of the thumb advancer stroke and sheath splitting were prevented. Also the main causes for this type of event can be attributed to the failure to maintain flex guide in a straight angle during the plunger stroke (click 2) or the thumb advancer stroke (click 3). It was reported that the device was deployed in a calcified common femoral artery which is contraindicated against in the IFU and is a cause for the reported product experience. Based on the analysis of the returned device and the inspection criteria the probable root cause for the failure to deploy clip with this device was due to incorrect user technique. No manufacturing or quality inspection deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other previous incidents reported for failure to deploy- clip or improper or incorrect procedure or method.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, after the trigger button was depressed, the clip could not be released. The device was removed from the anatomy and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.